Event description:
It was reported that there was a malfunction code displayed on the customer's device. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. Following the reset, the malfunction code did not reoccur, and the customer was advised to continue using the pump and to call back if the malfunction recurses.